Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/02/2016 with the following findings: the black box shows multiple ¿cs163¿ no cartridge detected warnings on (B)(6) 2016; last basal delivery was one (B)(6) 2016@8:26pm. The tdd add up correctly and reflect the programmed basal rate target. The battery compartment is cracked from threads down to the case seal on the side, the cartridge compartment is missing a fragment around threads, but the cartridge cap is able to fit securely. The piston was unable to recognize the cartridge upon the first load attempt, reported ¿load step malfunction¿ complaint is duplicated. The pump was opened and disassembled, fs circuit/assembly inspection found contamination on the lead screw pass the ball seal o-ring, preventing the lead screw to move freely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction). The reporter stated that the patient had a blood glucose (bg) of 533mg/dl with polyuria, polydipsia, irritable, and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and there was a filled cartridge in the pump and the pump is priming tubing during the load step. This report is being made due to the bg excursion the patient experienced due to an alleged prime issue.